Manufacturer narrative:
Debris buildup in the water filter. Found restricted water flow when hp cable is held a certain position blockage in the handpiece cable causing restricted water flow.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124, there was no water flow to the unit and the unit cabinet was getting hot; no injury resulted.